Event description:
It was reported that eleven days post implant the right ventricular (rv) lead had dislodged. The patient was brought in for a lead revision. At the lead revision it was noted that the helix of the lead needed more than twenty-five rotations to explant. A lead screw problem was suspected. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was received extended and bent and would not retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.